Manufacturer narrative:
The product involved in the reported incident has not been returned for eval, as of the date of this report. A f/u report will be submitted if the product is received after this date. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer said she had a pod which did not insert the cannula. She said she had activated the pod the night before, and had not realized that the cannula did not insert. Her bg and bolus history for the next day were as follows: 6:30a - bg 350, ketones, 5.75u bolus, no breakfast, 7:00a -bg 471, 4.90u bolus, 7:30a - bg 452, 1.90u bolus, 8:02a - bg 488, ketones, 2.85u bolus - vomiting. She went to emergency room "sometime between 8 & 9 am." At 9:36a - bg 417, 4.80u bolus, 10:06a - bg hi, 4.15u bolus, 11:32a - bg 417, 3.35u bolus, 12pm - 10.0u by manual injection. 12:03 pm - removed pod, activated a new pod successfully, 12:08 pm - bg 338, 0.45u bolus, 12:39pm - bg 245, 1:28 pm - bg 222, 1.0u bolus, 2pm - bg 151, left hospital. Customer said that the site (on her abdomen) never felt wet. She said she did not realize the inserter had not fired until she removed the pod at 12:03 pm. She stated product will be returned for eval.